Manufacturer narrative:
A correlation between the pump and the reported hemorrhagic stroke could not be conclusively determined. The evaluation of the returned pump revealed deposition in the inlet tube, inflow knitted graft, inlet elbow, outflow graft, outflow elbow, and outlet stator; however, these depositions were exposed to a fixative agent (e.g. Formaldehyde or gluteraldehyde) prior to being returned. Due to this, the composition of the thrombus could not be conclusively determined. The deposition in the inlet tube, inflow knitted graft and inlet elbow appeared to be fixated blood, the deposition in the outflow graft appeared to be a mix of fixative and blood, and the deposition in the outlet stator was consistent with coagulated blood. It is possible that the blood denatured while the pump was in operation due to a low flow condition; however, the duration of its presence in the pump and the cause could not be conclusively determined. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient expired due to catastrophic hemorrhagic stroke. The pump was explanted for analysis.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.